Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclus.

Event description:
Related manufacturer reference number: 3006705815-2021-00150, 3006705815-2021-00151. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the scs system was explanted and replaced with a drg system. Reportedly, effective therapy was established post-operatively.